Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Document increase in bg levels from pdm records or as described by the caller: bg levels: 5:43pm: bg 434 mg/dl; 6:23pm: bg 471 mg/dl; 6:50pm: bg 435 mg/dl; 7:08pm: bg 453 mg/dl; 7:56pm: bg 495 mg/dl. Freestyle meter: 9:29pm: bg 569 mg/dl; 9:48pm: bg 565 mg/dl; 10:00pm: bg 587 mg/dl; 10:45pm: bg 595 mg/dl; 11:12pm: bg 569 mg/dl.